Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured biocell implants, bilater baker 1"confirmed by ultrasound. Later healthcare professional reported right side rupture. This record is for the right side. Device has been explanted and replaced.